Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented for replacement of the atrial and right ventricular leads. The leads exhibited noise, with oversensing noted on the right ventricular lead. The atrial lead was explanted, and the right ventricular lead was capped during the procedure on (B)(6) 2018. The patient was in stable condition following surgery.